Manufacturer narrative:
The device with the lens was returned loose in the carton. The lens stop and plunger lock were removed from the device. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was advanced near mid-nozzle and has overrode the lens. The lens was partially advanced with the leading optic edge and leading haptic extended into nozzle entry area. The trailing haptic was folded onto the anterior optic surface. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. A plunger override was observed. The resulting lens position may have been interpreted as the reported complaint. The root cause cannot be determined for the reported complaint. The IFU (instructions for use) instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger override may occur: ¿ due to rapid advancement faster than the IFU recommended rate. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The surgeon reported that during the intraocular lens (iol) implant procedure, the lens crumpled within the delivery chamber. The surgery completed with backup lens. Additional information has been received that there was no patient contact. There are two medical device reports associated with this file. This report is associated with the 1 of 2 files.